Manufacturer narrative:
The investigation of the reported issue was conducted by siemens experts by considering complaint description, service reports, system history, and system log files. Additional information was received that in the month when the increased radiation dose was recorded, on (B)(6) 2024, the artis zeego system displayed an error message "possible incorrect dose, cu prefilter, sc" to the user during an interventional procedure. The procedure was continued and finished on the same system. Following the procedure completion, the user informed siemens service organization about the error. The cu filter was exchanged as part of service activity, which resolved the problem. Detailed log file investigation confirmed the described above issue with the copper filter. The system always informs users of the pending problem by displaying the error message "possible incorrect dose, cu prefilter, sc" when using x-ray. The instructions for use advise limiting the use of the system to the minimum clinically necessary until the problem has been resolved. In this kind of scenario, the use of x-ray is not blocked as the benefit outweighs the risk of potentially increased dose applied to the patient. The total dose applied to the patient is continuously displayed on the monitor. Unintentional exposure to radiation is not conceivable, as it can be assumed that the user was aware of this problem during use of the system due to the error message displayed. This assumption is also confirmed by the fact that the field service was contacted for troubleshooting after the procedure. Regarding the claim that the higher dose reported on the employee's dose badge was caused by the system problem, cannot be estimated retrospectively without doubt. According to expert opinion, if the usual safety distances and radiation protection precautions are observed, it is very unlikely that the scattered radiation has exceeded more than a few mgy. It is the responsibility of the operator to take the necessary radiation protection precautions. The instructions for use contain adequate information about radiation protection. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis zeego unit. Siemens received information that the dose on an intervention radiologist's badge was significantly higher in (B)(6) 2024 than in other months. No information on the recorded dose was provided. No health consequences were reported for this event.